Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination, the device was severely rented; it was returned in three pieces. Microscopic examination of the edges of the rent gave no indications as to its cause. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, capsular contracture, and rupture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) patient underwent a primary breast augmentation with 300cc mentor memorygel breast implants on or around (B)(6) 2014. By late 2017, the patient reported that they began experiencing extreme fatigue and light-headnesses. The patient also reported that their symptoms caused them to collapse twice while working. After visiting a cardiologist, no issues or anomalies were identified with the patient's heart. However, a neurologist diagnosed the patient with narcolepsy. On or around the time period in which the patient experienced their reported narcolepsy, their breasts began to hurt and to rapidly change shape. In (B)(6) 2018, the patient reported that a surgeon confirmed a bilateral device rupture. The patient also had right-sided capsular contracture (baker grade unknown) and ptosis. As a result, the patient underwent bilateral explantation on (B)(6) 2018 and replaced with 400cc mentor memorygel breast implants (catalog number 3504004bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). After recovering from their explantation procedure, the patient reported an overall improvement to her health. This report is for the patient's right-sided device.